Event description:
It was reported that in the clinical trial a flow diverter was implanted in a patient to treat aneurysm on (B)(6) 2021. Post procedure on the same day patient had encephalopathy with expressive dysphasia and was apprehensive to repeat more complex sentences. The adverse event was reported to be resolved/recovered on (B)(6) 2021. Cta diagnostic tests performed indicates mild left hemispheric edema and mild contrast staining. On (B)(6) 2022, the imr (designated cec member) has assessed that the expressive dysphasia with apprehension to repeat more complex sentences in the patient was due to contrast induced encephalopathy and had possible relation to the flow diverter, the procedure, the dual antiplatelet therapy and other devices including subject microcatheter used during the procedure. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that in the clinical trial a flow diverter was implanted in a patient to treat aneurysm on (B)(6) 2021. Post procedure on the same day patient had encephalopathy with expressive dysphasia and was apprehensive to repeat more complex sentences. The adverse event was reported to be resolved/recovered on (B)(6) 2021. Cta diagnostic tests performed indicates mild left hemispheric edema and mild contrast staining. On 11-apr-2022, the imr (designated cec member) has assessed that the expressive dysphasia with apprehension to repeat more complex sentences in the patient was due to contrast induced encephalopathy and had possible relation to the flow diverter, the procedure, the dual antiplatelet therapy and other devices including subject microcatheter used during the procedure. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported 'patient neurological deficit' and 'patient complication' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.